Event description:
Report received of an over-delivery of narcotic. The pt was reportedly receiving morphine sulfate 1mg/ml via pca pump. The pump was programmed for a loading dose of 1mg of morphine sulfate 1mg/ml and a pca dose of 1mg every 10 minutes with a 4-hour lockout of 20mg. According to the customer contact, when the loading dose was administered, the display on the pump read 1mg delivered, but visual exam of the syringe showed that 11mg was delivered. According to the customer contact, the setting programmed into the pump were "double-checked" by two rns. The pt was reported to be "lethargic" but "not too bad". The pt was observed with "vital signs being monitiored and placed on pulse oximetry for 2 hours". There were no other reported interventions required. The customer contact states that the rn that was observing the pump reportedly delivered too much, "attempted to stop the infusion", so they are not sure how much of the 11mg the pt actually received. Though requested, there was no further info available.